Event description:
Patient reported left side "firm and looks abnormal due to capsular contracture" with no treatment. Patient additionally reported inflammation, movement, pain, lumpy, hardness, and implant exchange due to concern with the product. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, inflammation/irritation, migration, anxiety-product/procedure.

Event description:
Patient reported, left side "firm and looks abnormal, due to capsular contracture" with no treatment. Patient additionally reported, inflammation, movement, pain, lumpy, hardness. And implant exchange, due to concern with the product. Healthcare professional, later reported, capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. Migration: unable to observe, since it is not related to the device. Inflammation/irritation: unable to observe, since it is not related to the device. Anxiety-product-procedure: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.